Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. This is report one of two reports (3007042319-2016-00950, and 00951) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was experiencing an increasing number of electrical fault alarms. The patient was subsequently admitted to the hospital for observation to develop a plan to handle these increasing alarms. A pump exchange procedure was performed. The patient was reported to be alive and stable post-event.

Manufacturer narrative:
Updated sections in report. Corrected sections in report. Removed device manufacture date. Device manufacture date is unknown. Log file review: review of the log files revealed multiple occurrences of electrical fault alarms logged between (B)(6) 2014. However, these alarms could not be replicated at the bench level. Internal inspection and supplemental testing were performed without anomalies. The controller passes functional testing and visual inspection. All connectors are clean with no signs of contamination or damage. System testing did not indicate any abnormal operation of the controller. The electrical fault alarms are associated in the risk documentation to multiple potential causes such as: driveline connector malfunction, electrical component failure and foreign material inside of the driveline connector. However, these alarms are most likely due to contamination of the driveline connector by foreign material. The contamination by foreign material is being addressed by an internal investigation. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report two of two reports (3007042319-2016-00950 and 3007042319-2016-00951) submitted for devices related to the same event.